Event description:
It was reported that the patient experienced a loss of therapeutic effect. It was noted that the patient wasn¿t ¿moving as good.¿ it was noted that this had been ¿off and on and he fell at the adult day care the other day and sometimes that jars it.¿ it was further noted that the "all the lights on the back of the patient programmer were yellow." Refer to manufacturing report # 3004209178-2013-20542.

Manufacturer narrative:
Concomitant medical products: product ID: 7426, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. Product ID: 7438, serial# (B)(4), product type: programmer, patient. Product ID: 3389-40, lot# j0337635v, implanted: (B)(6) 2003, product type: lead. Product ID: 748251, serial# (B)(4) implanted: (B)(6) 2003, product type: extension. Product ID: 748251, serial# (B)(4), implanted: (B)(6)2003, product type: extension. Product ID: 3389-40, lot# j0337612v implanted: (B)(6) 2003, product type lead. (B)(4).